Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on their back under the lifevest equipment. Patient reports that the rash was from the tide detergent provided with the equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed an ointment and advised removal of the lifevest until the skin condition healed. Outcome of the irritation is unknown as follow up attempts were unsuccessful.